Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had repeated u-02 errors and was power cycled multiple times. It was explained that a repeated u-02 error will require that the erbe generator is replaced. Site used force triad generator to continue with the procedure as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to due to error u-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found the repeated u-02 error on the erbe was confirmed via system logs. No related issues were found on visual inspection, but the error reappeared after powering on. The unit will be sent to the original equipment manufacturer for further investigation. The probable cause of error u-02 is attributed to a faulty erbe generator. This error indicates integrated electrosurgical unit check master failure.